Event description:
Asst chief, ems, contacted FDA regarding the failure of a medtronic lifepak 12 defibrillator involved in the failed resuscitation effort of an infant. Paramedics responded to a 911 call involving an infant in cardiac arrest in 2007 at approx 4 pm. Immediately before use at the emergency response site, the unit's tests checked ok (no service lights or error codes displayed). In use, the unit would indicate charge, but would not discharge (defibrillate). The unit was tested ok at 6:51 am (beginning of shift) the previous day. Chief performed a load test on the unit when unit was returned to station. He confirmed the unit would charge, but would not discharge. Chief notified medtronic of the failure at approx 5 pm. Medtronic dispatched a service person who tested the unit at 10:30 am the next day. The medtronic rep verified the unit was not operational (verified failure - not resolved). He stated the failure appears to be in the therapy circuit board. The service rep took the unit to the medtronic facility that same day. The unit has not been shipped back to medtronic headquarters. Chief has requested that the unit be returned to the ems unit of the fire dept.